Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer map for drawer 2.2 was not displaying on the screen. A field service engineer powered down the station for 3 minutes. Cables and sensors were inspected for any damage or blockage. The pyxibus cable and retractor band were cleaned. The station was then powered back up. Drawer mapping for drawer 2.2 was verified through a customer inventory check, and the customer confirmed satisfaction with the results. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es drawer 2.2 was not displaying on screen. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es drawer 2.2 was not displaying on screen. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.